Event description:
It was reported that the patient underwent washing of an infected wound on (B)(6) 2015 and drain was inserted. The scrub nurse was unable to remove the drain plastic sharp protector with a twisting motion. The plastic sharp protector eventually pulled off with great force resulting in stabbing of the nurse's thumb through the surgical glove. It was reported that needlestick care and protocol, with blood tests, were performed. The patient is known to be infected and scrub nurse's gloves had been in contact with infectious tissue so infection control will follow up. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent washing of an infected wound under anesthetic. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.